Event description:
It was reported that during testing on (B)(6) 2012, the device powered up but would not activate the disposable handpiece and the blade of the disposable would not rotate. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4): unable to activate disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cause of the reported symptom of the motor drive unit would not activate was due to a defective power controller board assembly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.